Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR report #2916596-2020-04742. It was reported that a log file review was requested for the patient. It was indicated from the vad team that the patient¿s clinical presentation showed signs and symptoms of possible thrombus. The data that was reviewed did not contain attributes, which would lead technical services to suspect the presence of thrombus within the motor chamber, however, that does not mean that thrombus is not present in the circulatory loop. The log also captured a low power hazard/no external power alarm on (B)(6) 2020. When mpu power was interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. The events on (B)(6) 2020 lasted for 45 minutes, & on (B)(6) 2020 lasted for 1:02 minutes. Technical services asked to please advise the patient to switch to battery power for future event. There were no unusual alarms, or events seen within the log file. The vad is functioning as intended.

Manufacturer narrative:
Manufcaturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 58 days of data (24jul2020 ¿ 20sep2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on 31jul2020 from 17:05:46 to 17:50:01, 01aug2020 from 16:14:07 to 17:16:56, 21aug2020 from 01:13:46 to 01:14:05, and on 08sep2020 at 04:31:59 due to losses of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system without any issues during the losses of external power. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including if the mpu is currently operational, if it is known if the power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the mobile power unit (mpu), (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on 27sep2016. No further information was provided. The manufacturer is closing the file on this event.